Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, an issue related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.